Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for stenosis and non-malignant pain. It was reported that the pump was alarming every 15 minutes. The alarm was about 3 beeps and almost sounds like a microwave warming up food. It was reviewed the sound was consistent with a pump alarm and it was noted the pump was near expected eri. No symptoms were noted to be related to the alarm. The event occurred "two months ago maybe". It was noted that the pump was "maybe" filled with morphine. No further complications were reported or anticipated. Additional information was received from a healthcare professional (hcp). It was reported that elective replacement indicator (eri) was confirmed to have occurred on (B)(6) 2017. Low reservoir occurred on the same date ((B)(6) 2017) and an empty reservoir (0mls) was confirmed on (B)(6) 2017. Due to comorbidities the patient did not want the pump replaced/undergo surgery so the hcp was requesting the pump off code. The patient was at the clinic on (B)(6) 2017 so they wanted to take care of the pump programming. The pump off code was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp began decreasing the dose of morphine in the pump several months ago in anticipation of eri. The patient did not wish to replace the pump.